Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after changing her infusion site, the patient received a line blocked alarm. Her glucose reading was 160 mg/dl. She observed that the inserted site appeared slightly bent. She then inserted a new site and successfully filled the cannula. There was a patient involvement and there were no additional adverse consequences.